Event description:
It was reported that a patient experienced peritonitis and sepsis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Treatment for the peritonitis and sepsis events was not reported. The cause of death was reported to be sepsis, peritonitis, and two additional non-related events. The patient was hospitalized at the time of death. An autopsy was not performed. Dianeal therapy was reported to be ongoing, but it was not reported if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). On an unknown date in 2015, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.